Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device extrusion, impaired healing, soft tissue necrosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent revision reconstruction with unspecified mentor memoryshape gel implants at the end of 2010 experienced several instances of device extrusion due to impaired healing on the left side. The patient also reported necrosis of the tissue. The surgeon also attempted to reclose the dehiscence site several times. Ultimately, the patient reported about 4 revisions total, alternating between memoryshape gel implants and tissue expanders, and attempts at closing the wound in between those devices. The patient's left side was ultimately permanently implanted with an unspecified mentor gel implant on (B)(6) 2019. The sequence of events, procedure dates/detail, and implant details provided by the patient is not entirely clear. Multiple attempts have been made to follow up with the patient for clarification, but no additional information has been made available. In the absence of clarifying information, and without information regarding specific consequences attributable to specific events, we have decided to report all of the patient¿s above reported events under manufacturer¿s report numbers 1645337-2019-20744 and 1645337-2019-20926. If additional information is received in the future, this complaint file will be updated, and additional complaint files will be created if applicable. The dates for implantation and explantation were approximated based on available information.